Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service noted noise occurs in the image during rl (right/left) direction angle operation and the image does not appear due to the broken cable. In addition, the curved rubber adhesive is missing, scratches observed on insertion tube and video connector. Evaluation findings found noise occurs in the image and when angle operation was operated both on right and left direction, image does not appear. The issue observed was found to be attributed to broken cable. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the image is distorted when the tip is bent. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found noise occurs in the image during rl (right/ left) direction angle operation and the image does not appear.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.